Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii against left device. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6 device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2022, with lot number 3521439. Analysis of the returned device identified: opening on anterior, white particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: puncture opening on anterior and crease flat. Base on the device analysis the final assessment is: a punctured assessed as surgical damage like.

Event description:
Device has been explanted and replaced.